Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted.

Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. On the same day of onset, the patient was hospitalized for the peritonitis event. Treatment for the event of peritonitis was not reported. On an unknown date, it was determined by a physician that it was no longer safe for the patient to perform pd therapy at home and the pd catheter was removed. On an unknown date, the patient was placed on in center hemodialysis. At the time of this report, the patient was still hospitalized and recovering from the event of peritonitis. No additional information is available.